Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm 31 occurred during the loading sequence. A new cartridge was loaded to resolve the issue, however, this was later followed during basal insulin delivery by a cartridge alarm 30. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Reportedly, a new cartridge was loaded and the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 124-141 mg/dl.